Event description:
It was reported that during an ivor-lewis oesophagectomy procedure, when the staple line was checked, there were malformed staples all the way around. All staples were removed and the surgeon had to create a third incision and perform a hand-sewn anastomosis. This added three hours to the case.